Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and a ventilator inoperative error code was observed indicating that the amount of fluctuation in the flow sensor deviated from the standard. The technician recommended replacing the device's system board to address the issue. Additionally, the device's flow sensor was found to be defective due to contamination. No repair was performed. The device was not needed for inventory and will be scrapped per the request of the philips src management team.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.